Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/pneumothorax. According to the reporter: on the first firing, the release button felt too light to press. Firing was done, and the black return knob was returned, but the clamp bar would not return and the jaws remained closed. Add'l resection of tissue was done.